Manufacturer narrative:
A2. Reported patient age (65 years) is representative of the mean age of patients included in the study "true occlusion" subgroup. A3. Reported patient sex (male) is representative of the majority of patient in the study "true occlusion" subgroup. B3. Earliest date of publication is used for reported date of event. Separate reports will be submitted for the other medtronic neurovascular devices (react aspiration catheter, solitaire stent retriever) associated with mdrs: 2029214-2023-01628, 2029214-2023-01629, 2029214-2023-01630. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ni, h., yang, t., jia, z., shi, h., liu, s., zhao, l. (2023). Outcomes in acute ischemic stroke patients undergoing endovascular thrombectomy: cervical internal carotid artery pseudo-occlusion vs. True occlusion. Frontiers in neurology, 13, 1106358. Https: //doi.org/10.3389/fneur.2022.1106358. Medtronic review of the literature article found a retrospective analysis of patients with apparent cervical internal carotid artery (cica) who underwent thrombectomy procedures between january 2016 and august 2021. 146 patients were ultimately included in the study group. Of the 146 patients, 79 had pseudo-occlusion (po) and 67 had true occlusion (to). For all patients, an initial angiographic run was completed to identify whether the cica was truly occluded and to ascertain the etiology of the occlusion. For cases of confirmed true occlusion, different thrombectomy protocols were established for patients with isolated occlusion vs. Tandem occlusion. Patients with isolated occlusion had a 6f navien intermediate catheter navigated until direct aspiration resistance in the proximal ica was encountered. In cases of atherosclerotic disease contributing embolic protection devices and balloon angioplasty were used. In cases of obstruction related dissection, stents were placed. Successful recanalization was achieved in 57/67 cases. The slight majority of patients in the to group were male and the mean age was 65. Adverse patient events in the cica to group included: - 10 patients died within 90 days of treatment. Cause of patient deaths and relationship to the procedure and/or device was not specified in the article. - 31 patients had hemorrhagic transformation, 6 of which had symptomatic intracranial hemorrhage. - 28 patients had poor outcome as noted by modified rankin scale (mrs) score of 3-6 at the 3 month follow-up.